Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up. Noise episodes were observed via egms. Isometrics and pocket manipulation were performed, and waves were reproduced but were not being oversensed. Review of the x- ray showed no anomalies. Known noise episodes had been seen in the past. Device remains implanted, and patient will be followed-up in four months.